Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval didn ot reproduce the reported symptom system error 322 alarms. Review of the event history log confirmed the reported symptom system error 322 alarms. The eval found that the upper and lower auxiliary assemblies were failing, which are known contributors to system error 322 alarms. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 during therapy. It was reported that the therapy was stopped, the device was removed and replaced with a different pump, and the therapy was continued. It was also reported that there was no pt injury.